Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the black box data did not reveal any records of power on reset. Battery and cartridge caps were not returned with the pump for investigation; test caps were used to complete investigation. The battery cap secured to the pump properly. With the test caps in place, the pump was exercised for 24 hours without power interruption. Investigation did not duplicate the complaint. The pump was opened for investigation with no damage, defect or contamination found inside the pump. Of note, the battery compartment was noted to be cracked near the cover. (B)(4).

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a power (intermittent power) issue. No details of the issue were provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.